Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp.

Event description:
It was reported in a journal article that three patients initially underwent distal radius hemiarthoplasty. Post operatively patients indicated nerve compression in CT or guyan canal syndrome. There has been no further information provided.